Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint devices were received and evaluated. Visual observation confirms the nitinol epflex metal wire tip was twisted for one device and while other one has its tip broken. This complaint can be confirmed. Although a definite root cause cannot be determined, it is a possibility that this failure can be caused from repeated use and sterilization cycles which attributes to field wear. A DHR review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed no other complaint for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). Associated [mr# 1221934-2018-53603] this report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
The sales rep reported via phone that two of the wire chia metal kite on the customer's 45 degree left ideal suture shuttles twisted, split open and broke during a labral repair. The sales rep stated that nothing fell into the patient. The case was completed by using another like device. There were no patient consequences but a 5 minute delay was reported. The device is being returned.